Event description:
It was reported that the surgeon inserted a competitor's lens using the msi-pf injector and the trailing haptic was torn during insertion. The incision was enlarged to remove the lens and another iol was successfully implanted. Sutures were required to close the wound. The pt's current prognosis is good.

Manufacturer narrative:
Evaluation results: lot order searches were performed and there were five similar complaints found for the injector, cartridge and the ftp.